Event description:
Independent repair center: customer alleged will not fill properly and the key failure is capacitor is faulty. As stated: independent repair center: customer alleged unit will not start and the key failure is capacitor is not turning on compressor.